Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, the clips were not forming properly; they were malformed. It is unknown how many clips were fired. A second device was opened and the case was completed with no patient consequences. The device was disposed of.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information: which firing of the device did this event occur on? Unknown. What vessel or structure was the device fired on at the time of the event? Unknown, but not a vessel. Was the clip fully advanced into the jaws prior to firing? Yes. Were there any feeding issues experienced with the device? No. Was the surgeon able to visualize a clip fed into the jaws prior to firing the device? Yes. Was there any torquing or twisting of the device present at the time of firing? Not that I am aware of. Was any unexpected resistance felt while firing the trigger? Not that I am aware of. Were any unexpected noises heard? No. Did anything unexpected happen prior to this incident? No. Was the device fired after this incident in or out of the patient? I don¿t believe so. What were the indications for surgery? Morbid obesity. Does the patient have any relevant history of surgical treatments? Unknown. Did somebody other than the primary surgeon fire the instrument? No.